Event description:
Ous MDR - after an implantation time of about 3 yrs, a sudden increase in this lead's impedance to 2700 ohms was seen. The thresholds had also increased to 1.4v. Sensing values were acceptable at 15.2 mv. There was no explant date provided and no indication of any intervention.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The mfg process for this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All mfg steps had been carried out correctly. In summary, there is no indication of a mfg error.